Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, a lgn dd insert trial w/ jrny sz 5-6 9mm was received broken. As this was noticed upon field inspection, there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. According to the inspection drawing the final inspection includes the verification that the parts are free of burs, pits, sharp edges, nicks, or any damaged areas. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture, this because there is not enough information to corroborate that the device was received broken due to a manufacturing issue or due to a shipping incident. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse, rough handling, or shipping are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.